Event description:
The customer obtained a non-reproducible higher than expected vitros trop I es result from one patient sample when processed on the vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The result was reported out of the laboratory. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible higher than expected vitros trop I es result occurred from one patient sample processed on the vitros 5600 integrated system. An ocd field engineer performed periodic maintenance and adjusted the incubator and well wash subsystems to return the instrument to expected operation. Following these actions, acceptable vitros trop I es performance was observed. The investigation also determined that the sample in question was not processed in accordance with the tube manufacturer's recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive root cause could not be determined. However, pre analytical sample processing or an analyzer related event cannot be ruled out as contributing factors. The root cause of this event is unknown.